Event description:
A customer contacted baxter's technical service center to report an alarm on the homechoice machine. During the report, the customer stated that she had become disconnected earlier. Baxter contacted the patient regarding the disconnection. The patient stated that when she went to lay down, she noticed that her catheter was leaking. The patient noticed that the catheter and transfer set connection was loose and looked as though it was going to become separated. The patient felt that since she drained manually there may have been some fluid left over and that is why there was some leaking as all the fluid may not have come out. According to the patient she went to the hospital on (B)(6) 2010 and the nurse gave the her antibiotics. The patient also received a new transfer set at this time. The patient stated that she was fine. The nurse advised that if the patient starts to experience any symptoms to contact her. The lot number was unknown. No further information was provided.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.